Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. During the investigation it was noted that the evaluation does observe the reported self-check failed, but the cause of the issue was unable to be verified. As a result, the defib receptacle was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.